Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen failed to calibrate. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 17mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration. The fse replaced and calibrated the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 28may2019, date of report : 31may2019. A visual inspection of the device showed no indications of damage or contamination. Testing of the device revealed that the touchscreen could not be calibrated due to the resistance and resistance (ul_lr and ur_ll) ratio (ul_lr/ ur_ll) being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.